Manufacturer narrative:
G4:15jan2021. B4:15jan2021. The flow sensor is not confirmed to have been replaced. Multiple attempts have been made to contact the customer regarding repair, parts replaced, and the unit's current status has been unsuccessful. After further investigation, the o2 flow test failure was found during preventative maintenance. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported that the airflow is too high during service mode test. The customer reported there was no patient involvement at the time the issue was discovered. The customer confirmed the reported problem and replaced the flow sensor assembly to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications.